Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three inappropriate anti-tachycardia pacing (atp) and one inappropriate electric shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Programming options were discussed and recommended. Currently, this ICD remains in service and no additional adverse patient effects were reported.